Event description:
(B)(4) reported the measuring needle broke off the depth gauge during a procedure. No further information was provided. No reported patient or procedure harm noted. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned depth gauge was received as described with the needle broken off at the intersection with the slider. This failure mode occurs when a side load is applied to the needle. The thread is a m1.2 x 0.25 and doesn¿t withstand a large side load. The manufacture date is september 27, 2012. Product drawings were reviewed during this evaluation. The material specification for the needle is (B)(4). This material is typical of depth gauges sold by synthes and is acceptable for this use. No drawing discrepancies were identified. Based on the fracture pattern of the needle, it appears as if the instrument received a side load, causing the needle to break at the intersection with the slider. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. The mechanism of failure points to a side loading condition which would be customer misuse. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a metatarsophalangeal (mtp) fusion on (B)(6) 2014, while trying to measure screw length, the wire end of the depth gauge came apart. The instrument did not remain in the patient after the procedure. The procedure was completed with an additional depth gauge from the set. It was not a result of revision surgery; and there was no surgical delay as a result of the malfunction. The condition of the patient after surgery is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.